Manufacturer narrative:
The following field had been updated with additional information: b5 and h11. During visual inspection of the received drawer controller board and solenoid observed no obvious issue. Further inspection, under magnification, also observed no obvious issue.

Event description:
The customer reported that the bd pyxis¿ medstation¿ es auxiliary had a drawer failure during a pharmacy refill. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. During device inspection, a field service engineer found that the drawer's solenoid was hot. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer inspected the station and checked the latch and solenoid, found it was hot, replaced the solenoid and drawer board, replaced the drawer and turned it on to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.